Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: during blood collection, it was found that the test tube did not automatically collect blood samples, so it was automatically collected after replacing the test tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: during blood collection, it was found that the test tube did not automatically collect blood samples, so it was automatically collected after replacing the test tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.